Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No issues or discrepancies were found in the device history record of product code 833-123, batch 74c1801766 that can be related to the failure mode reported in the customer complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the device was withdrawn only the non-darted end of the suture was returned. The physician performed digital examination of the area but was unable to palpate or locate the dart in the tissues. During the examination the suture material became detached from the still unlocated dart. A full and thorough search of the sterile field was carried out and the capio device was also examined for any evidence of the dart.